Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r strip. No product complaint was alleged by the customer. Meter and test strips were not returned to manufacturer. Manufacturer contacted customer in a follow-up call on 27-may-2022 to ensure the customer¿s initial concern was resolved - able to establish contact with customer who stated the replacement products resolved initial concern.

Event description:
Consumer called to inquire about returning discontinued product; customer has true balance test strips. Customer had never used the test strips; customer does not have a true balance meter. The test strips are expired - manufacturer's expiration date is 08/26/2017 and test strips are part of recall. Customer did not report a complaint associated with the products. The customer feels well and did not report any symptoms. No medical attention associated with the use of the products was reported. Customer already had a true metrix meter and was sent a true metrix vial of test strips.

Manufacturer narrative:
Sections with additional information as of 11-jul-2022: h10: test strip lot number is expired - unable to perform retention testing. Root cause: rc-074: manufacturing processing error.